Event description:
Pt went to physician for routine pacemaker check - no symptoms. When connected to telemetry it was noted that there were no pacer artifacts when magnet applied. Chest x-ray showed 5 mm gap at the proximal electrode wire. Admitted for replacement of fractured pacemaker wire.